Event description:
It was reported that the catheter was not dispensing the medication. The catheter was pulled and replaced with another catheter. Catheter was removed after 24 hours after it was not functioning. According to the materials representative, having to put a second catheter caused the patient pain and clinical concerns about potential patient safety.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was not dispensing. The customer returned one 15ml syringe, one snaplock adapter, and an epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 10.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter not being able to dispense could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was not dispensing the medication. The catheter was pulled and replaced with another catheter. Catheter was removed after 24 hours after it was not functioning. According to the materials representative, having to put a second catheter caused the patient pain and clinical concerns about potential patient safety.